Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the housing was found with normal wear. The user's request was confirmed, the pin p connector was found damaged inside the component connection. The video connector was found in normal conditions. The unit passed all functional tests and specifications. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken pin connector on a video system center. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Regarding not applying excessive force to the connector, the following is described in the instruction manual. Never apply excessive force to connectors. This could damage the connectors.